Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an endovascular interventional procedure, the tip of the outer sheath included in a micropuncture transitionless stiffened cannula access set separated. Access was obtained in the right common femoral artery and the sheath was intended to facilitate placement of a larger wire. The access site was scarred, and a closure device was in place from multiple previous interventional procedures. Resistance was reported upon both advancement and removal of the wire and the sheath. The tip of the device reportedly separated as the sheath was inserted and removed. A small incision was made to retrieve the separated portion of the device. The procedure was successfully completed with another device of the same type. Investigation ¿ evaluation. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded the procedure possibly contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation- clinical supply coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endovascular interventional procedure, the tip of the outer sheath included in a micropuncture transitionless stiffened cannula access set separated. Access was obtained in the right common femoral artery and the sheath was intended to facilitate placement of a larger wire. The access site was scarred, and a closure device was in place from multiple previous interventional procedures. Resistance was reported upon both advancement and removal of the wire and the sheath. The tip of the device reportedly separated as the sheath was inserted and removed. A small incision was made to retrieve the separated portion of the device. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.